Event description:
It was reported that difficulty was experienced interrogating a subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services discussed troubleshooting options. No adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.